Manufacturer narrative:
This information is based on journal literature and the subsequent follow up information obtained. This event occurred outside the us. Referenced article: reduction of inappropriate anti-tachycardia pacing therapies and shocks by a novel suite of detection algorithms in heart failure patients with cardiac resynchronization therapy defibrillators: a historical comparison of a prospective database. Europace. 2016;18(9):1391-8.

Event description:
A secondary journal article was reviewed in which it was reported that the device experienced electromagnetic interference and noise resulting in an inappropriate shock. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.